Manufacturer narrative:
The device was received with cracked glass and bleeding lcd. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the screen is cracked and the menu cannot be read. The customer's blood glucose levels were 450mg/dl. The customers blood glucose levels at the time of incident were unknown. The customer has been treating high levels with manual shots. The customer was advised that the device would be replaced and returned for analysis.